Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument moved in the intended direction. There was no shakiness or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue experienced was persistent. The issue occurred while making an incision in the myoma. There was no injury to the patient as a result of the event. The device was inspected prior to use and there was no damage out of the ordinary observed. No patient information was available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.